Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown. They restarted the unit but it would turn back off within a short period of time. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative observed that the unit shutdown after 2 hours. The company representative replaced the power supply ((B)(4)) and the power switch ((B)(4)). The unit was tested to factory specification. It functioned normally and was returned to the customer. The power supply is being returned to datascope for evaluation.